Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("pelvic pain/pain") and blood urine present ("bladder or urinary problems or changes-blood in urine") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pap smear abnormal, uterine operation, dizziness, fainting, fallopian tube obstruction and sterilisation reversal. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and menstruation irregular ("irregular menstruation"). On (B)(6) 2013, the patient experienced blood urine present (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), urinary tract infection ("developed urinary tract infection/ uti"), nausea ("nausea"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain/abdomen (left side) pain") and vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"). The patient was treated with surgery (she had ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, blood urine present, dysmenorrhoea, urinary tract infection, nausea, dyspareunia, abdominal pain, vaginal haemorrhage, vaginal discharge and menstruation irregular outcome was unknown. The reporter considered abdominal pain, blood urine present, dysmenorrhoea, dyspareunia, menorrhagia, menstruation irregular, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded) . On (B)(6) 2013: hysterosalpingogram findings: precontrast image demonstrates a wire in the right pelvis. Impression: fallopian tubes are obstructed bilaterally. The right fallopian tube appears obstructed from an essure wire. The left fallopian tube is likely surgically obstructed (per mr) concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirms menorrhagia, treated with endometrial ablation most recent follow-up information incorporated above includes: on (B)(6) 2018: information from pfs and mr: new reporters added. New events added: abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes-blood in urine, vaginal discharge, irregular menstruation. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("pelvic pain/pain") and blood urine present ("bladder or urinary problems or changes-blood in urine") in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pap smear abnormal, uterine operation, dizziness, fainting, tubal ligation and sterilisation reversal. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 17 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and menstruation irregular ("irregular menstruation"). On (B)(6) 2013, the patient experienced blood urine present (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), urinary tract infection ("developed urinary tract infection/ uti"), nausea ("nausea"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain/abdomen (left side) pain") and vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"). The patient was treated with surgery (she had ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, blood urine present, dysmenorrhoea, urinary tract infection, nausea, dyspareunia, abdominal pain, vaginal haemorrhage, vaginal discharge and menstruation irregular outcome was unknown. The reporter considered abdominal pain, blood urine present, dysmenorrhoea, dyspareunia, menorrhagia, menstruation irregular, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occclusion (right tube occluded) (B)(6) 2013: hysterosalpingogram findings: precontrast image demonstrates a wire in the right pelvis. Impression: fallopian tubes are obstructed bilaterally. The right fallopian tube appears obstructed from an essure wire. The left fallopian tube is likely surgically obstructed (per mr). Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirms menorrhagia, treated with endometrial ablation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.